Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen was no responsive due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomed dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility,the device touchscreen was found to not respond when pressed. No add'l info was provided.